Event description:
A ventilator was evaluated by third party field service engineer. There was no harm or injury reported. During the evaluation of the device a "service required" code was found in the ventilator's downloaded error log. The device's display and cables needs replace to address the issue.